Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer's strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.4 inr, qc 2: 3.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter experienced power issues with coaguchek vantus meter serial number (B)(4) and received questionable results compared to the clinic's roche pro meter with an unknown serial number in addition to a laboratory result using the dade innovin method. At 10:30 a.m. The meter result was 6.0 inr and went to the clinic to be tested on their meter. At 11:30 a.m. The clinic's meter result was 3.0 inr. At 11:45 a.m. The laboratory result was 3.1 inr and at 12:30 p.m. The customer tested on his meter again and received a result of 3.0 inr. The laboratory result and clinic's meter result was believed to be correct and there was no change made to the patient's warfarin dose. The patients therapeutic range is 2.0-3.0 inr. The patient feels fine.